Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, lot# j0454767v, implanted: (B)(6) 2005, product type: lead. Product ID: 3487a-33, lot# j0455277v, implanted: (B)(6) 2005, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
The healthcare provider (hcp) reported the patient's device was removed, but they were not certain if the entire system was removed or not. The device was removed due to an infection that occurred with one of the internal components of the device. It was also noted there was an infection in 1998, which was prior to the patient's implant. There was no suspected problem with the patient's device or therapy. The hcp planned to scan the patient's head for headaches and shoulder pain. The patient's relevant medical history included post laminectomy pain. The cause of the patient's headaches and shoulder pain was not known. Follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.